Manufacturer narrative:
Insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 198 mg/dl. The customer reported that there was a crack by battery and crack by reservoir and holster and clip felled off. Troubleshooting was performed for damage and noticed the reservoir lock in place there have been 1 or 2 times when not able to lock. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.